Event description:
The customer contacted natus to report that the heating coil in their warm scale 28 was sagging/elongated, which resulted in melting of the tray and vented shelf. No patient injury.

Manufacturer narrative:
Initial report ref complaint# (B)(4). The customer contacted natus to report that the heating coil in their warm scale 28 was sagging/elongated, which resulted in melting of the tray and vented shelf. No patient injury. Product return for further evaluation and examination was requested, however, the customer decided to scrap the scale instead. (B)(4) was already generated in relation to this issue and design / manufacturing changes related to coil elongation were reviewed. Per doc (B)(4) warm scale 23 and 28 dhf remediation, it was determined that no design or manufacturing changes would occur because production of the warm scale product would be cancelled and no longer be manufactured effective april 1, 2018. The product risk level did not change and there was no changes to the design or function of the device. Per warm scale 23-28 risk analysis ra563120 rev f, pre-mitigation risk is medium. Hazard ID 6.8 addresses the risk associated with the reported failure with a severity of 3 and post-mitigation risk rating of low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. A DHR review is not applicable because, prior to the reported issue the device was in service for 2 or more years and a manufacturing defect is very unlikely. A search for service data that may have been relevant to this issue was conducted. No further information related to this issue was found. Investigation result code: seattle/heating element failure closure rationale:complaint verified, CAPA iniated or already open.